Event description:
The user facility reported that the front panel touch screen will freeze up occasionally and not respond to the touch. This happened while in patient use and no harm has happened as it continues to ventilate just freezes during use. The ventilator was swapped with another one.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data noted on 10/28/2015: model number. Additional information noted on 12/28/2015: the carefusion failure analysis lab technician noted during evaluation: received vela front panel and visually inspected the part. Noticed contaminants on the bottom corners of the screen and small chips in the touch screen. Installed front panel in known good unit; touch screen intermittently failed calibration and can be slow to respond. Cleaned the contaminants off of the touch screen. Issue persisted after contaminants were removed. Findings/root-cause: the chips in the touch screen can cause intermittent touch screen failure. Not further investigation needed.

Manufacturer narrative:
(B)(4). The user facility evaluated the device and determined that the reported event was caused by a malfunctioning front panel. The user facility was shipped a replacement front panel to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty front panel for evaluation. As of 07/01/2015 the alleged faulty front panel has not been received. Carefusion has requested additional information from the user facility however the user facility was not able to provide additional information.